Event description:
On the day of the event, the facility's transplant coordinator informed the manufacturer (MFR.) Of the following: the patient was implanted with the device the day of the event. Tamponade developed and and the patient returned to the or for exploration and evacuation of a clot. The pump was found to be leaking distal to the inflow valve and proximal to the snap connection. The leak appears to be at the threaded connection and not the snap connection. The surgeons have attempted to hand tighten the connection and found it very difficult due to the pump and inflow valve already being fixed to the patient's body. The scrub person who put the pump together for the orignal (implant) surgery was not new to the pump. The MFR's sr. Clinical consultant suggested they use a penrose drain to tighten the connection. The transplant coordinator requested that a technician from the MFR.'s field service department contact her. A MFR. Service technician contacted the transplant coordinator and was informed that the patient was out of the or and in ICU. The bleeding had stopped by applying bio glue and tightening. No further details were provided.